Event description:
It was reported that when using couch move assistance (cma), if the user hovers the mouse pointer over a drop down control but that control is not in focus and then uses the mouse thumbwheel or touchpad scroll bar, the following values will change: duration and frequency dropdowns in options dialog; admin device and admin method dropdowns in drug component dialog; end, times per day, and pattern in wave setup form dialog; dropdowns in the dose adjustments dialog; deliver adn dispense areas in the pharmacy order dialog. There was no mistreatment. This issue was found internally.

Manufacturer narrative:
It was reported that if the user hovers the mouse pointer over a drop down control, but that control is not in focus, and then uses the mouse thumbwheel or touchpad scroll bar, the following values will change: duration and frequency dropdowns in options dialog. Admin device and admin method dropdowns in drug component dialog. End, times per day, and pattern in wave setup form dialog. Dropdowns in the dose adjustments dialog. Deliver adn dispense areas in the pharmacy order dialog. There was no mistreatment. This issue was found internally.

Event description:
It was reported that if the user hovers the mouse pointer over a drop down control, but that control is not in focus, and then uses the mouse thumbwheel or touchpad scroll bar, the following values will change: duration and frequency dropdowns in options dialog. Admin device and admin method dropdowns in drug component dialog. End, times per day, and pattern in wave setup form dialog. Dropdowns in the dose adjustments dialog. Deliver adn dispense areas in the pharmacy order dialog. There was no mistreatment. This issue was found internally.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product. This defect was fixed in the later version.